Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The case was booked as a head and liner exchange. When the head was removed the surgeon decided the trunnion had damage and decided to remove the stem.

Event description:
The case was booked as a head and liner exchange. When the head was removed the surgeon decided the trunnion had damage and decided to remove the stem. Update: as per clinician review, cup malposition has contributed to impingement between stem neck and cup rim causing stem neck damage with osteolysis around both stem and cup with periprosthetic fracture in the proximal femur requiring revision surgery with fracture stabilization.

Manufacturer narrative:
An event regarding damage, impingement and periprosthetic fracture involving an unknown securfit stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: visual inspection: a review of the explanted device photograph by a clinician noted the following; explant photographs during revision surgery document a securefit max stem with adherent bone as sign of previous solid bone ingrowth fixation. The stem neck has a large impingement dimple just below the trunnion section and the lower termination of the femoral head skirt, mounted on the stem. The location of the impingement dimple is located near the postero-superior stem neck area.{...} material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: cup malposition has contributed to impingement between stem neck and cup rim causing stem neck damage with osteolysis around both stem and cup with periprosthetic fracture in the proximal femur requiring revision surgery with fracture stabilization. Conclusion: the investigation concluded that cup malposition has contributed to impingement between stem neck and cup rim causing stem neck damage with osteolysis around both stem and cup with periprosthetic fracture in the proximal femur requiring revision surgery with fracture stabilization.{...} no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.